Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed unstable recurrent instability of the right hip. Operative notes indicated clicking and multiple dislocation. Doi: (B)(6) 2011; dor: (B)(6) 2012; right hip 2nd revision. Please see (B)(4) right hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  MFR# 1818910-2020-03773 is being retracted since it was found to be a duplicate of mrf# 1818910-2012-09859. MFR# 1818910-2012-09859 will be kept for investigation purposes.